Manufacturer narrative:
Health effect - impact code: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device it is not possible to determine the lot number or catalog through the photos provided. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, hard and painful breasts, retraction, and more evident granuloma on the left. Device was explanted.